Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported turns off on ac power which was not reproduced during device investigation. Further investigation by engineering found the display to turn white and return to normal immediately followed by a system error 231 while attempting to run a loaded set. This failure mode can be perceived as the device powering down without user input and is considered confirmed. The motor was determined to be causing the power issue due to an excessive current draw. The failed motor assembly was replaced. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the determined malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01526 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported turns off on ac power which was not reproduced during device investigation. Further investigation by engineering found the display to turn white and return to normal immediately followed by a system error 231 while attempting to run a loaded set. This failure mode can be perceived as the device powering down without user input and is considered confirmed. The motor was determined to be causing the power issue due to an excessive current draw. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off without user input. There was no patient involvement.